Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery, irrigation did not stop in an ophthalmic system and aspiration did not function. The system displayed a system message, and the ultrasound oscillation was poor. The patient experienced iris prolapse, and the surgery was cancelled. A reoperation was performed and completed at a different hospital on the same day. The current condition of the patient is unknown. This report pertains to ophthalmic system involved for this reported event

Event description:
Additional information received indicated that the event occurred during phacoemulsification of the lens nucleus during left eye cataract surgery. The procedure had been functioning normally until only a small amount of nuclear material remained, at which point aspiration stopped even though the ultrasonic power continued to oscillate, and the surgery was suspended. After all circuits were reset, the system returned to normal operation; however, iris prolapse and anterior chamber collapse occurred through the corneal incision. Consequently, intraocular lens (iol) implantation was discontinued, and the wound was sutured. The patient was transferred to another hospital, where residual cortex removal was performed and secondary intraocular lens implantation was completed the following day. The patient experienced acute choroidal effusion on postoperative day one. The patient¿s current condition related to postoperative acute choroidal effusion was reported as recovering, and the iris prolapse had resolved. This report pertains to ophthalmic system involved for this reported event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.